Event description:
It was reported that the lead exhibited high pacing threshold and insulation anomaly. The lead was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of high threshold and lead insulation anomaly was not confirmed. Analysis was normal. No anomaly was found. Two cuts possibly from scalpel were found on outer insulation at 16.5cm from the pin through which blood entered inside the lead found from 16cm to 18cm from the pin.